Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with cracks found on lower left corner of the top case and right plunger case. Event log history was performed and indicated that "check syringe plunger sensor" was recorded in history. During analysis, the customer's reported concern regarding "check syringe plunger sensor" was not able to be duplicated at power up and no problem was found during syringe plunger test. It was noted that the customer's reported problem was caused by the customer not loading the syringe correctly. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd medfusion pump exhibited "check syringe plunger sensor". No patient was involved in this event. No adverse effects were reported.